Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 115340, comp rvs hmrl ti tray 44mm, 365850; xl-115363, arcom xl 44-36 std hmrl brng, 660510; 113631, comp primary stem 11mm mini, 691580; 010000589, comp rvrs 25mm bsplt ha+adptr, 114700; 115380, comp rvs cntrl scr 6.5x20mm st, 272120; 180501, comp locking screw 4.75x20mm, 547260. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01465, 0001825034-2018-01466, 0001825034-2018-01464, 0001825034-2018-01468. Product location unknown.

Event description:
It was reported that the patient underwent a left shoulder surgery. Subsequently, it was reported during the one year follow up that the patient had level 6 pain (pain score 0=no pain-10=worst pain) with difficulty performing daily activities. The patient also continued use of non-narcotic pain medication one year post-implantation. Attempts have been made and additional information on the reported event is unavailable.